Event description:
(Cc# 96-00192) the iab leaked around the sheath. On 10/31/96, the following was reported to datascope: blood leaked from the sheath near the yellow hub. The balloon was in place for at least 8-16 hours. Event complications: unk - reported 10/2/96 and 10/31/96. Patient's current status: unk - rpt'd 10/3, 10/31/96.

Manufacturer narrative:
This form was completed by the MFR. Section f was also completed by the MFR if no medwatch form was received from the initial reporter or product user. Evaluation: a white datascope 10 french, 6 inch sheath/hemostasis valve assembly was returned for evaluation. The assembly was in place over the catheter tubing. Visual examination revealed the sheath to be kinked at the sheath/sheath hub junction and at one other locations. Blood was noted on the exterior of the sheath. After the assembly removed from the catheter tubing, the sheath i.d. Was within datascope's mfg specifications. A sheath/sheath hub leak test was performed on the assembly according to the sheath/sheath hub junction but no leak was observed at the hemostasis valve/sheath hub junction. The leak rate at the sheath/sheath hub junction was within datascope's mfg specifications. Probable cause of difficulty: laboratory examination did confirm the reported leak at the sheath/sheath hub junction. A sheath is comprised of a hub molded around the end of the sheath tube. In addition, the sheath is made of a soft material so as not to injury the patient's artery during the insertion procedure. It is possible that the sheath was subjected to torque and/or tension at the sheath/sheath hub junction during the insertion procedure creating a leak condition, as evidence by the kink in the returned item at this location. Finally, it is worth noting the leak at the sheath/sheath hub junction did not jeopardize balloon function.